Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away. The cause of death was not reported. It was not reported whether the pt was hospitalized prior to death. It was not reported if an autopsy was performed. No further information was reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient died on an unreported date in 2014. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.